Manufacturer narrative:
It was reported that the wheels on the wheelchair were not functioning as intended ("the rubber is coming off of the left rear wheel of the wheelchair"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated that "the rubber is coming off of the left rear wheel of the wheelchair".